Event description:
It was reported that during a da vinci si myomectomy procedure, a piece of blade from the harmonic ace curved shears insert installed on a harmonic ace curved shears instrument broke off and fell into the patient. The fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The harmonic ace curved shears insert was returned to isi and evaluated. The curved blade on the insert was found to be broken at the distal end. The broken fragment was not returned to isi. The broken fragment measured roughly .550 x .085. The blade was observed to be fractured distal to the clamp arm pin, near the transition from straight to curved. Engineering concluded that the insert damage was likely due to mishandling/misuse. Engineering evaluation also found the shaft of the insert to be slightly bent roughly 4 above the distal end. The distal end of the insert was observed to wobble when the shaft was rotated. Engineering also concluded that the damage to the instrument's shaft was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings of handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter indicated that a fragment from the harmonic ace curved shears insert broke off, fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment was retrieved from the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.